Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post laminectomy pain. It was reported that the patient had a fall. The patient stated that they see a green light for the 9 volt battery icon only. The patient stated that it is not helping anymore and they need it for their leg, because they had knee surgery and it hurts. The patient stated that this happened in the last 2 or 3 years, and found that the controller was not showing lights before (B)(6) 2017. The patient stated that they also had a problem several years ago, where it wasn't coming on and staying on after the fall. The patient stated that they saw their healthcare provider (hcp) at the time and they didn't know what to do. The patient couldn't confirm dates or years that these issues occurred. The patient was forwarded to their healthcare provider (hcp) as it was likely that the patient's device was depleted. No further complications were reported or anticipated.